Event description:
I had lasik. I developed kerotokonis and was told my cornea could detach. My vision is terrible and keeps getting worse. I have terrible light refraction issues. The bulges on my cornea are visible just looking at them. I had vitamin b put on my eyes after having them scraped just to try to stabilize my vision. This was very painful. I read your article n lasik and don't think my condition was ever reported. I have vision tests every year and they get worse every year. Brumm eye care.